Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients stimulator came out of his back. No further information has been obtained despite good faith efforts.